Event description:
It was reported that one day post-implant, the lead exhibited a loss of capture and sensing. A chest x-ray revealed that the lead had dislodged. The lead was repositioned. The following day, (B)(6) 2014, the lead dislodged again and could not be repositioned due to the leads helix not retracting. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.